Event description:
It was reported that the customer's x8000 lightsource is having a lamp ballast failure.

Manufacturer narrative:
Additional information will be provided once investigation is completed.